Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, a flat, non-laminated thrombus formation was found present on the body of the rotor. Similar depositions were found in the lumen of the blood tube and on the proximal side outlet stator. These formations were not adhered to any surfaces, but all three had areas that were hard and denatured, indicating that they were present while the pump was operating. The specific origins of the observed depositions could not be determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age and weight were not provided. (B)(4). Approximate age of device ¿ 81 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist devic as destination therapy for idiopathic, dilated cardiomyopathy. On (B)(6) 2017, it was reported that the patient underwent a pump exchange due to thrombus. No further information was provided.